Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by the indian journal of orthopaedics titled ¿combined amri and alri of the knee in elite kabaddi players: a prospective cohort study of 26 players¿. The study reviewed twenty-six (26) patients who underwent combined acl, mcl repair + let in elite kabaddi players using arthrex fibertape to address soft tissue approximation and/or ligation. During the twelve (12) month follow-up period three (3) patients experienced delayed wound healing of the incision site. Ref: arora, m., sharma, a., shukla, t. & shah, j. Combined amri and alri of the knee in elite kabaddi players: a prospective cohort study of 26 players. Indian j orthop 58, 1635-1643, doi:10.1007/s43465-024-01268-3 (2024).